Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that during maxillary mandibular osteotomy, the tip of the bur broke. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Event description:
It was reported that during maxillary mandibular osteotomy, the tip of the bur broke. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The reported event, for bur breakage, was not confirmed as the bur was not returned for evaluation. Without the bur, the root cause cannot be determined.